Manufacturer narrative:
The device in question will not be returned to the MFR for further investigation as it was disposed by the user facility. Based on the info available, it cannot be confirmed if the vessel dissection occurred prior to or after performing angioplasty on the pt. Per the dfu (directions for use) of the device in question: vessel dissection and coagulopathy are potential adverse events which may be associated with the use of an intracranial angioplasty in stenotic lesions of the intracranial arteries. MFR. Report #6000078-2007-00294 has been filed for the first stent used in this procedure.

Event description:
The following info was reported to the MFR: the physician advanced the inflatable balloon [device in question] over a 300cm exchange wire. The balloon was positioned across the lesion within the basilar artery. The physician inflated and deflated the balloon approximately 2 times and then removed the balloon. The physician then injected contrast and noticed a dissection within the area of the angioplasty. The physician then quickly attempted to improve the dissection by implanting the first stent but was not completely successful as there was continuous clot formation within the lumen of this stent. The physician administered tpa several times during the course of the procedure to improve the clots and clots were temporarily improved. Over the course of time there was continous clotting within the basilar artery and pca's. The physician later postdilated the first stent with a balloon. There was some acute improvement but clots continued to appear in pt's posterior circulation. After several unsuccessful attempts to deploy a non-manufacturer stent within the lumen of the first stent, the physician then successfully deployed another boston scientific stent in the lumen of the first stent. After successful stent deployment , the blood flow appeared to have improved and the amount of clots was significantly reduced. Pt was taken to ICU for observation.